Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/22/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on approximately 09/21/2017. The patient stated that a reaction or blister occurred during the week the sensor was worn. A few days after insertion he noticed what looked like a bubble under the sensor, and upon touching it he realized it was blood. The sensor was removed due to seven days of use. During removal, the sensor tore off a patch of skin the size of a quarter, which became a scar on the right side of the abdomen. The affected area was treated with nonprescription polysporin. No additional event or patient information is available. Photographs were provided which confirmed the reported skin reaction. The root cause could not be determined-post investigation.